Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but compromised force sensor alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to compromised force sensor alarm.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery during priming. Customer replace plunger and manually push plunger very slowly while keeping the reservoir straight and insulin exits the tubing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.